Manufacturer narrative:
A medtronic representative went to the site to test the imaging system and replace equipment. The mobile view station (mvs) umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs interface cable was returned to the manufacturer for analysis. Investigation found a broken wire at lemo pin 4,5,10. The hardware investigation found that reported event was related to physical damage failure mode; a damaged, cut cable caused the event.

Event description:
A medtronic representative reported that the imaging system drops message "image framerate below requested level" reconnecting umbilical and rebooting did not help. Umbilical cable suspected to be defective. There was no patient present when this issue was identified.